Event description:
An event involved a 6" (15 cm) appx 0.71 ml, smallbore trifuse ext set w/3 microclave¿ clear, 0.2 micron filter, 3 clamps (blue, yellow, white), rotating luer experienced leakage. The report stated that faulty and leaking filters. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
B3 date of event is unknown, 1 jul 2024 has been used as a place holder d4. And h4. Because lot number is unknown, the expiration and manufacture dates are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Received four used mc33587 smallbore trifuse ext sets and three new mc33587 for inspection on 7/18/24. Each of the filter vents on the used sets was wetted out with prior infusate. Each set was leak tested per product specifications. There was leakage on three out of the four used sets from the filter vents. There was no leakage on the new samples. The reported complaint of leakage can be confirmed on three of the used sets. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The possible lot numbers history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.